Manufacturer narrative:
As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required. The lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced urinary incontinence with an artificial urinary sphincter (aus) due to cuff erosion on the bulbous urethra. The physician did not believe the device contributed to the incontinence as the urethra erosion was the suspected cause. A surgical procedure was performed in which the existing device was removed. The patient fully recovered following the procedure.